Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the syringes were found to be cracked inside of the individual package. There was no patient harm.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, a lot met all defined acceptance requirements and was released. There were pictures submitted for the evaluation. Upon analyzing the pictures, the reported condition is confirmed. The exact root cause of the reported condition could not be determined. The investigation did not identify a systemic issue with the product or the manufacturing process. A corrective action is not applicable at this time. If a physical sample is returned in the future, this complaint will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes.